Event description:
On 05/15/2000, an employee at the user facility was closing a sharps container. While doing this the employee held the bottom on the sharps container and a needle pushed through the bottom and punctured the employee's hand. The container was full.